Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex artery. The 2.75 x 15mm nc quantum apex mr balloon catheter delivered through a 5fr non bsc sheath and through a 5fr jl4 non bsc guide catheter, was inflated at 16atms on the 1st inflation and ruptured. The procedure was completed with a 2.5 x 15mm nc quantum apex balloon. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous proximal left circumflex artery. The 2.75 x 15mm nc quantum apex mr balloon catheter delivered through a 5fr non bsc sheath and through a 5fr jl4 non bsc guide catheter, was inflated at 16atms on the 1st inflation and ruptured. The procedure was completed with a 2.5 x 15mm nc quantum apex balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: there was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 2.5mm from the distal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).